Event description:
Event description guidant received information that this atrial lead is exhibiting high impedance measurements, however is still pacing and sensing normally. Lead fracture was ruled out as chest x-rays showed the lead was still intact. There has been no intervention at this point, and no adverse patient effects were observed.